Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that his one touch ultrasmart meter had black marks on the display. According to the patient, the reported issue started on the day before sometime in the afternoon. The patient had dropped the meter and it started showing black marks on the display and he was unable to get a blood glucose reading. The patient mentioned that the meter was working properly that day in the morning and he had received a reading of 212 mg/dl that morning. He had administered about 6 units of insulin 75/25 based on his sliding scale. The patient was unable to provide exact sliding scale. He had eaten his breakfast and lunch as usual that day prior to the issue. At around 1:00 pm that day, he started feeling shaky, sweaty and clammy. He was unable to test his blood sugar at that time due to the reported issue. The patient mentioned that he usually feels shaky and sweaty when his blood sugar is low. Therefore, he drank some orange juice and ate something to treat his symptoms. He stated that he wasn't feeling better after that and about an hour after, the patient started feeling dizzy and shaky. He was unable to test his blood sugar and therefore, he went to the emergency room. He was tested for his blood sugar at the emergency room and received a reading of 450 mg/dl. He was treated with insulin at the emergency room and was kept at the hospital for a night for observation. The customer service agent (csa) verified that there was no trauma associated to the meter and there was no interface cable attached. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed he required treatment from healthcare professionals for hyperglycemia after treating himself for what he initially thought was a hypoglycemic state as he was not able to test with the meter due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.